Manufacturer narrative:
The service business center representative instructed the customer to inspect the cable connection and found the sdi cable was not plugged into the sdi 1 connector. After it was plugged in to sdi 1, the image returned and the issue was resolved. The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lcd monitor was not displaying an image. The issue was found during setup; there was no patient nor procedure involved or impacted by the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image occurred due to the video cable was connected to the incorrect video port. Olympus will continue to monitor field performance for this device.